Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was unknown mg/dl. The customer took insulin pump off to take a shower and did not suspend, feels this missed background basal caused her high blood glucose. The patient said that she had a very busy day with the kids and didn't take much time to check her blood glucose throughout the day. The customer was advised to reach out to healthcare provider if this seems pattern with her blood glucose. The customer was transfer to help line but declined.